Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side seroma. Device has been explanted.

Event description:
Healthcare professional later reported "device folding, capsule abnormalities, and fibrosis with focal mild chronic inflammatory cell infiltration."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease/folding of implant-breast: observed, flat creases. ¿ seroma-late-breast: unable to observe since it is not related to the device. As per the investigation procedure deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side seroma. Healthcare professional later reported "device folding, capsule abnormalities, and fibrosis with focal mild chronic inflammatory cell infiltration." Device has been explanted.